Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pain, additional surgery, painful sex, bleeding, hip joint pain, increased bladder infections, and burning. No further information has been provided.